Event description:
During laparoscopic cholecystectomy, large clip applier failed to provide tight seal and clips easily slid off cystic duct. Caught during surgery, another clip was used to complete the surgery.